Event description:
During surgery, the drill bit broke in the pt's tibia due to impaction with a wire from an external fixator. The drill bit was left in the pt.

Manufacturer narrative:
Examination was not possible, as the product was left inside the pt. The investigation was limited to the info provided, as the lot number to review the device history records was not provided. A two-year search of the complaint database found no prior reports for this product number. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any add'l info be received, the investigation will be reopened.